Event description:
Based on info reported to davol: (B)(6) 2010 -- it was alleged that the surgeon was placing the mesh down the trocar for a laparoscopic parastomal hernia repair, the product ripped on eptfe side.

Manufacturer narrative:
It was reported that when the surgeon was placing the mesh down the trocar for a laparoscopic parastomal hernia repair, the product ripped on eptfe side. There was no reported pt injury. The mesh was returned for eval and the recoil ring exhibited large kinks and bending along the device circumference. Portions of the eptfe were torn or scraped away from the patch surface. The damage to the device was consistent with it having been handled improperly and having inserted the mesh down the trocar with the eptfe side out. The IFU states: "use appropriate size trocar to allow the prosthesis to slide down the trocar with minimal force. It is recommended that the prosthesis be rolled with the mesh surface on the outside to prepare it for insertion into the trocar. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through the skin incision."